Manufacturer narrative:
The instrument was found to have a scratched main tube. The missing coating scratches measured approximately .2940¿ x.3935" in length and are axially aligned with the main tube. The abrasions appear on the proximal side closer to the housing. The root cause is attributed to mishandling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, small objects came out the vessel sealer extend (vse) instrument. The instrument broke outside of the surgical field. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and confirmed that the patient information is not available. No video recording or image is available.